Event description:
It was reported that the patient fell to the floor and went to the hospital. No battery impedance could be measured and no telemetry. It was also noted the device was at eri and during a device check, three months earlier it was ok. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed an eri (elective replacement indicator) condition. Further testing revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.